Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 12 x 2.50 rebel stent was advanced was advance but was unable to cross the lesion. As the device was pulled out, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with no other devices. There was blood between the balloon and stent. The balloon was tightly folded. The stent was secure between the markerbands. There were three stent struts in the first proximal row that were flared and stretched. There was no damage noted to the shaft/hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 12 x 2.50 rebel stent was advanced was advance but was unable to cross the lesion. As the device was pulled out, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.